Manufacturer narrative:
Patient was revised to address dislocations, pain and instability. Examination of the returned liner confirms the reported dislocation. Visually, face wear is present indicating posterior dislocation. Neck impingement is identified on the opposite side. The femoral head was not returned for review. Vertical cup positioning is suspected. However, no x-rays were provided and implant positioning cannot be definitively commented upon. No additional investigational inputs were provided. A search of the complaints databases identified one other report against the femoral head for pain. No other reports were found against the liner. Review of the femoral head and liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address dislocations, pain and instability.